Manufacturer narrative:
The device has been explanted and has been returned to another country co where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt was explanted due to an increasing number of electrode wire breakages. The pt was re-implanted in late 2008, however, med-el was not informed about the scheduled re-implantation.